Manufacturer narrative:
The dentist did not disclose the patient identifier and weight.

Event description:
On march 7, 2017, an nsk handpiece z95l (B)(4) was returned from a distributor to nakanishi for repair. There was a note with the handpiece describing the handpiece as overheating and burning a patient. On march 7, 2017, nakanishi contacted the dentist for more information. The information nakanishi obtained is as follows. The event occurred on (B)(6) 2017. The dentist was removing an inlay on tooth #6 left upper jaw using the z95l. The patient received a blister on the lower left side on her lip near the #3 and #4 teeth. The patient was under local anesthesia. No malfunction was observed by the dentist prior to use. According to the dentist, the handpiece produced some abnormal noise during operation. The dentist disinfected the patient with a carbon dioxide laser and applied ointment. According to the dentist, the patient had already visited the clinic twice after the occurrence of the event, and the dentist had treated the patient as usual.

Manufacturer narrative:
Methodology used: a) nakanishi examined the device history record for the subject z95l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed one service record ((B)(6) 2015) since the device was shipped. The service record showed that all criteria were met at the necessary operation checks of the repair (replacement of cartridge, dog clutch, headcap and drive shaft). B) nakanishi conducted a visual inspection of the returned device and performed a simple movement test. Nakanishi tried to replicate the overheating with a test bur, but the bur could not be rotated. Nakanishi, therefore, could not conduct the overheating reproducing test. C) identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: c.1) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed damage and abrasion on the rear side of the cartridge (push button side) of the bearing retainer (ball retaining plastic part). Nakanishi also observed corrosion on a part of the drive shaft and dog clutch to the gear meshing portion. C.2) nakanishi took photographs of all of the disassembled parts and kept them in a file. D) conclusion reached based on the investigation and analysis result: d.1) nakanishi identified that the cause of the overheating of the returned device was due to frictional resistance generated by contact between the ball bearing part and the outer race (bearing outer metal part), which was generated by centrifugal action during rotation due to the broken retainer part on the rear side of the cartridge (push button side) and the cause of the broken bearing retainer was the accumulation of dirt in addition to the abrasion produced by repeated use. D.2) a lack of maintenance causes the accumulation of dirt (abrasive powders/foreign materials) in the inside parts, which causes dirt/debris ingress into the bearing during rotation. This contributes to the handpiece overheating. D.3) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: d.3.1) nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. D.3.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of importance of checking the handpiece prior to use to prevent abrasion progression of parts and overheating, as instructed in the operation manual.